Manufacturer narrative:
Cardioquip epidemiology investigated the tubing of the device while it was at cardioquip for a depot service repair. Due to the discoloration of the tubing and hpc test results outside of cardioquip specifications, epidemiology recommended that the device receive an internal water pathway replacement. The customer was notified of the contamination and recommendation via email. The device was returned to specification via an internal water pathway replacement and following repair, passed inspection and is fully functional.

Event description:
When device was set for cpg conversion, investigator noticed that the water pathway contained visible debris and brown discoloration.